Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years, 5 months due to aortic stenosis, secondary to calcification. The health-care provider indicated through follow up that "2 leaflets [were] heavily calcified, one leaflet was immobile, tear at one commissures." The same valve findings were also documented in the op report provided. The explanted device was replaced with another edwards bioprosthetic valve which fit well. The new valve was checked and there was a 6 mm mean gradient which was found to be acceptable. There were no reported operative complications. The patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted valve was discarded by the hospital; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the stenosis was likely caused by the calcified leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.